Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformance's were identified. Attempts are made to obtain the device return for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that " suture needles broke off completely¿ . Please clarify what does " suture needles broke off completely¿ mean? Was the suture detached from the needle during use? Or the needle broke in pieces? Device return status/ follow up?

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that the suture needle broke off completely. Another like suture was used. There were no patient consequences reported.